Event description:
Add'l info received from MFR 10/2/02: it was determined that the specimen that was sent grew mycobacterium. The device remains implanted and works well. The pt is being treated with antibiotics. The device in question remains implanted and will not be returned. Therefore, the investigation and analysis is limited to a review of the device history record and a trend analysis. A trend analysis was performed for similar incidents for this lot and no trends were identified. A review of device history record revealed no manufacturing variances. The sterilization load records for this device lot number were reviewed and this lot was observed as sterilized and pyrogen free. The device remains implanted inside the pt and is not available for investigation and analysis. According to articles from a literature search concerning mycobacterium it was documented that mycobacterium is found in dirt and soil in the ground. It was determined through communication from the pt that they had indeed been gardening in garden. The distributor's rep was informed by the user facility rep that the abscessed port site might have been the result of the pt working in a garden and around soil. Because of the defined criteria of reporting incidents to the FDA and that the device catheter remains implanted and working well it was determined that this incident was a non-reportable incident and was not reportable to the FDA. Appropriate article concerning causes and prevention for mycobacterium was forwarded to the user facility.

Event description:
Pt came to same day surgery for replacement of norport (old cath not functioning) port catheter. Within days there was swelling and tenderness @ the site of the port. On 07/30/2002 the site was aspirated of 9cc slightly cloudly dark yellow serous fluid that was sent to lab. Grew myobacterium. Lab sent this "very unusual" specimen to a lab in another state for report and stated this bug "usually associated with a contaminated device."